Event description:
Dr. (B)(6) brought in two pedicle screws explanted from a patient which are broken. They were used in l2 of a patient treated for an l1 burst fracture (construct from t10 to l2). Patient has solid fusion t10 to l1 and was asymptomatic; however, had an infection in her back and needed surgery. Entire construct was removed. Dr. (B)(6) noted that both screws appear to have an elongated neck which appear to be from material creep over time. Devices will be sent for examination.